Event description:
Procedure type: hysterectomy. According to the reporter: during use, the knife blade would not retract back from the tissue. The surgeon said that the stapler fired all the staples, but then the stapler would not open. The surgeon pulled back on the handle and the knife blade did not retract. The surgeon had to clamp the tissue and cut the stapler away. The surgeon had to hand sew the anastomosis. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).